Manufacturer narrative:
(B) (4)(B) (6)

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, the procedure was successfully completed. During a follow-up visit on (B) (6)2008, the patient did not have documented complaint of dyspareunia. During a follow-up visit on 07/16/2009, the patient reported experiencing dyspareunia.